Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian section procedure, while closing the uterine, the thread of two sutures were broken. The surgeon used a third suture to complete the case and resolve the issue. There was no patient injury.